Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of foreign matter was presumed to have been due to a leakage from the scope connector cover (c-cover) that disallowed appropriate reprocessing of the device. The user may detect the suggested event avove by handling device in accordance with the following instructions for use (IFU): inspection of the endoscope. The suggested phenomenon of "c-cover cracked" was presumed to have been due to physical stress being applied to the device. The user may detect the suggested event "c-cover cracked" by handling device in accordance with the following IFU: -inspection of the endoscope the user may reduce/prevent occurrence of the suggested event c-cover cracked" by handling device in accordance with the following IFU: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was a crack on the distal end of the duodenovideoscope. The issue occurred during general routine inspection by the customer. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned, and the evaluation confirmed the customer¿s allegation of ¿cracked plastic distal end cover¿. Additionally, the device control knob, nozzle, plastic distal end cover, bending section cover, light guide lens and cover unit had foreign objects likely due to insufficient reprocessing. The bending section had low angulation and free play due to worn angle wire. Should additional relevant information become available, a supplemental report will be submitted.